Manufacturer narrative:
Prosthetic valve endocarditis, with or without vegetation, is a serious complication of cardiac valve replacement and valve repair surgeries. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. However, in early cases of prosthetic valve endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 31mm bioprosthetic mitral heart valve was explanted after thirteen (13) days due to endocarditis. Per the physician, the patient had a violent bout of endocarditis after the initial implant procedure. The valve function was good but it was also infected so the decision was made to explant. A 29mm pericardial bioprosthesis was used in replacement and there were no reported complications. Patient received antibiotic therapy intra-operatively and post-operatively. Patient was listed as doing well, post-operatively.

Manufacturer narrative:
Additional manufacturer narrative - the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: surgeon reported that the patient was diagnosed with nosocomial pneumonia which might of contributed to the development of the endocarditis. The analysis from the independent laboratory identified serratia and klebsiella as the microorganisms. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. This event was not attribute to the device. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.